Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. Visual inspection revealed no visual anomalies. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown. The swartz¿ braided transseptal guiding introducer instructions for use state: during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.

Event description:
This report is to advise of an event observed during analysis confirming skiving at the distal end of the dilator.